Event description:
It was reported that the customer has a problem with the insulin pump, and it inadvertently delivered 80 units of insulin. The customer experienced low blood glucose. Troubleshooting was performed, and the drive support cap appears to be normal. The caller stated that she noticed that there is burn mark on the side of the battery compartment ends. Assisted the caller to run the displacement test and passed. The husband stated that the spouse broke the clip while testing. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was received with stained end cap sticker and without the original belt clip. The test belt clip fits and locks properly and no damage in the belt clip slot noted.